Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. During the device inspection, it was also discovered that the distal end had defective thread. Based on the results of the investigation, a definitive root cause could not be determined for the reported events. In regard to the foreign material, there was no noted deformation to the area where the foreign material remained and no reported deviations in reprocessing steps from the instructions for use (IFU). Therefore, the cause of the material remaining on the light guide lens could not be specified. In regard to the defective thread on the distal end, it was likely caused by physical stress (such as hitting or dropping the distal end) or chemical stress from chemical solution used on the device. The following section from the instructions for use (IFU) pertains to the defective thread: "important information ¿ please read before use_ precautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". "Warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the surface of light guide cover lens. There were no reports of patient involvement.